Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 253 mg/dl. The customer stated that she pressing the buttons on the insulin pump and they are not responding and got button error message on the screen. The customer was asked if she recalls any significant events leading to the alarm. The customer said no, the insulin pump was not dropped or wet. The patient was advised that the insulin pump need to be replaced. The cusotmer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.